Event description:
It was reported to philips that, wired footswitch unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing coronary non-emergency procedure, and the procedure was aborted. The procedure was completed by moving the patient to another system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not make x ray. The fse visited onsite and upon functional testing, the fse found a bad sd1 table base connection box. To resolve the reported issue, the fse replaced the sd1 table connection box in patient table and uploaded ui firmware files into system. After replacements and necessary configuration, the system returned to use in good working order. The codes were updated based on the investigation outcome.